Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. At the time of this report, the patient had not recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available.